Event description:
It was reported that this right atrial (ra) lead was explanted due to an unspecified product performance issue. A new ra lead with the same model number was attempted and was unsuccessful. It was noted there was no product malfunction with the attempted lead. Another new ra lead with a different model number was then successfully implanted with no patient complications reported. This is all the information provided at this time. Received additional information both leads had tissue observed in the helix from attempting the left bundle branch area pacing (lbbap) procedure. The leads will return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unspecified product performance issue. A new ra lead with the same model number was attempted and was unsuccessful. It was noted there was no product malfunction with the attempted lead. Another new ra lead with a different model number was then successfully implanted with no patient complications reported. This is all the information provided at this time. Received additional information both leads had tissue observed in the helix from attempting the left bundle branch area pacing (lbbap) procedure. The leads will return for analysis. Outside of the revision, no adverse patient effects were reported. The lead was expected for return but has not been received. If this lead is returned, analysis will be performed and reports will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unspecified product performance issue. A new ra lead with the same model number was attempted and was unsuccessful. It was noted there was no product malfunction with the attempted lead. Another new ra lead with a different model number was then successfully implanted with no patient complications reported. This is all the information provided at this time. Outside of the revision, no adverse patient effects were reported.